Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display went blank. The patient's blood glucose at the time of incident was 16.0 mmol/l. There was a large crack by the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies or sudden power off anomalies noted during testing. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement selftest. Device was received with cracked case on battery tube area. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, partially broken off belt clip rail, cracked battery tube threads and peeling endcap address label.